Event description:
According to the customer, the individual began using the dressing on (B)(6) 2019 for a "left foot lesion." Per the customer, the individual initially sought treatment for the wound on (B)(6) 2019. The customer reported that the individual was later diagnosed with "verrucous carcinoma" (on (B)(6) 2020) and subsequently underwent a left foot metatarsal resection (on (B)(6) 2022), second toe amputation of the left foot and osteomyelitis (on (B)(6) 2024), left foot arthrodesis (on (B)(6) 2025), and treatment for a staph infection (on (B)(6) 2025).

Manufacturer narrative:
According to the customer, the individual began using the dressing on (B)(6) 2019 for a "left foot lesion." Per the customer, the individual initially sought treatment for the wound on (B)(6) 2019. The customer reported that the individual was later diagnosed with "verrucous carcinoma" (on (B)(6) 2020) and subsequently underwent a left foot metatarsal resection (on (B)(6) 2022), second toe amputation of the left foot and osteomyelitis (on (B)(6) 2024), left foot arthrodesis (on (B)(6) 2025), and treatment for a staph infection (on (B)(6) 2025). No additional information is available at this time. There was no direct confirmation that the lot number corresponded to the product used, and it is possible the lot number was referenced from a recall notification letter received by the customer, rather than from the actual product involved in the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.